Event description:
It was reported that the user¿s dexcom g7 sensor session ended, resulting in the ilet operating in bg run mode with manual bg entry and no automated dosing, after which the user experienced a low blood glucose of 60 mg/dl. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for medical intervention. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy for the event. Investigation included troubleshooting and education on bg run mode behavior and the need for manual bg entry and backup therapy if cgm is not connected. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking device performance to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.